Manufacturer narrative:
The complaint of no flow / can't prime on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 2025 b3 - date of event - the date of event is unknown in (B)(6) 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received via medsun reporting regarding a microclave¿ clear neutral connector that experienced no flow. The report state, "microclave (blueclave) on IV tubing unable to flush or give medication. Clave stuck in closed position and had to be removed during a procedure (MRI) in order to flush medication line.¿ the report was completed by (B)(6), health professional of (B)(6) medical center. The event occurred on (B)(6) 2025 and the reported date of the malfunction product was on (B)(6) 2025 as initial. There was patient involvement, unknown patient harm and unknown delay in therapy.